Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had a power on reset (por) error code on (B)(6) 2015. It was unknown what the patient was doing at the time the por was seen. No symptoms were reported. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.